Event description:
(B)(4). I've had a coil dislodge and imbed into uterus got pregnant 3 years after placement. Had my tubes removed after my son was born via c section. Have had weight gain loss of hair a hysterectomy due to heavy periods painful intercourse. Prolapse after hysterectomy. I've also been diagnosed with ptsd mood disorders.